Event description:
This ra lead was implanted on (B)(6) 2017 and remains implanted as of this time. A call was placed to technical services on 04/27/2017 stating that this lead has noise observed on an atrial tachycardia response episode on (B)(6) 2017 that are also consistent with minute ventilation sensor oversensing. It was also reported that there was an impedance noted which recently jumped to 1505 ohms. The physician was dr. (B)(6) at (B)(6) in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).